Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there was a crack in the battery compartment. The battery cap threads were observed to be stripped and the cap was unable to secure tightly to the pump. Unrelated to the complaint, investigation revealed that the display was dim with discolored text.